Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards (B)(4) affiliate, during a transfemoral tavr procedure with a 29mm sapien 3 valve, the balloon failed to inflate during valve deployment. As per medical opinion, the balloon may have been damaged when the valve was advanced towards the flex tip and was then pulled back. While the balloon was attempted to be inflated, fluid 'spilled' out to the aorta. The devices were removed safely without complications, and the procedure ended successfully with another set of devices.

Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation, however, a device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. During manufacturing, the device undergoes multiple 100% inspections. In addition, the work order underwent functional product verification testing on a sampling basis as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. Post-procedural imagery was provided by the site, and the following was observed: the balloon was observed with crimped thv with balloon material bunching distally, I/c bond separation observed, one proximal wing observed when distal end bent. 3 mensio imaging was also provided by the site, and the following was observed: tortuosity present throughout the patient's arterial anatomy, tortuous aortic root angle. Based on the observed I/c bond separation, the complaint was confirmed. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for balloon torn was confirmed based on evaluation of the provided imagery. Due to the unavailability of the complaint device, engineering was unable to perform any visual, functional, or dimensional analysis; therefore, a manufacturing non-conformance was unable to be determined. As reported, 'during valve deployment, the balloon failed to inflate (balloon torn as seen in pictures). As per medical opinion, the balloon damage probably happened as the 1st thv valve migrated to the flex tip and was then pulled back. When the balloon was attempted to be inflated, fluid spilled out to the aorta'. Per 3mensio review, significant tortuosity was present within the patient's arterial anatomy. As the delivery systems are 100% tested for leakage, and as this issue was undetected during preparation, it is likely that damage to the delivery system occurred during the procedure. It is possible high tension on the system after valve alignment resulted in crimp balloon tearing prior to thv deployment. Potential root causes for material separation between the inflation balloon and crimp balloon have been identified and documented in a product risk assessment (pra) that was previously initiated to investigate the cause and assess the risk associated with balloon torn. Performing valve alignment in a non-straight section can cause the valve to 'dive' into the lumen of the flex tip where part of the crimped valve slides into the flex tip lumen. If the thv is unseated (non-coaxial placement of valve in relation to the flex tip) during alignment, it can result in higher than usual tension on the system. With built-up tension, it is possible that navigating the thv in a tortuous aortic root can further increase tension in the system and result in a crimp balloon tear prior to valve deployment. A CAPA was previously initiated to capture additional information that currently exists in the training manuals into the IFU for the sapien 3 and commander delivery system. The content consisted of instructions related to device preparation and minimizing the tension in the device, which may potentially lead to delivery system damage during use. However, without applicable procedural imagery, a definitive root cause is unable to be determined. Available information suggests that patient (tortuosity) and/or procedural factors (valve alignment in non-straight section) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.